Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door 1 was failing and not sensing closed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 15-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the door was clicking and not releasing. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.